Event description:
Both implants hardened within 1st yr. Had right implant replaced as it deflated in 2015, with exact textured implant. My left implant is as hard as a baseball and causes horrible pain. Have been ill for awhile and scheduled to have textured implants removed this month. FDA safety report ID# (B)(4).